Event description:
The customer reported that the system quit taking pictures. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was evaluated and replaced. The video controller pcb was evaluated and reseated. The system was tested and found to be working as intended and put back into service.